Event description:
It was reported that the customer experienced on going interment high blood glucose (bg) level of 600 mg/dl. A manual insulin injection was administered to address bg level. Troubleshooting with tandem technical support was performed and determined that intermittent air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue and resumed insulin delivery. Customer¿s bg had decreased to 350-370 mg/dl at time of report.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.